Event description:
The pre-loaded drt150 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of blurry and hazy vision following cataract surgery, and patient desire to have the lens explanted and have a new implant inserted, the iol was explanted in a secondary surgical procedure and replaced with an unknown iol. The patient's daily activities were not significantly affected. During the lens exchange procedure, there was no incision enlargement, no procedural delays, sutures, nor vitrectomy. No medical attention was sought but steroids and antibiotic drops were prescribed. Patient's vision pre-operative was 20/40-1 and post-operative was 20/20-1. Patient prognosis post lens exchange was reported as fully recovered. The iol directions for use were followed. No further information is available.

Manufacturer narrative:
Additional information: section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6)2024 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to (B)(6). Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 17-apr-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The complaint lens was received coated in viscoelastic residue. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue reported. No further evaluation was performed. The complaint issue reported could not be confirmed during product evaluation, and no issues were identified. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.